Manufacturer narrative:
Date of event unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was displaying an elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or not. The device is still providing therapy. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.